Event description:
It was reported by service report that the cot was damaged due to heavy impact to the frame; the base is broken. The customer reported that the impact was caused by user error. No pt involvement or adverse consequences reported.

Manufacturer narrative:
X-frame broken - wheel snapped off base. Customer reported that user error caused the cot damage: the ambulance was lowered onto the cot when the air was let out of the suspension.